Event description:
During baxter's functionality testing, a spectrum pump had sys error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The sys error 322 was confirmed through the eval of the device. The cause for the error message was determined to be a combination of offset tail pins on the upper auxiliary assembly and failing varistors on the input/output printed circuit board (I/o pcb). Both the upper auxiliary assembly and the I/o pcb were replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.